Manufacturer narrative:
The facility reported they experienced a high conductivity alarm on their cwp ro system (percent rejection has dropped to (B)(4)). Upon inspection, the clinic found the reverse osmosis loop's pretreatment dealkalizer scavenger head was not functioning correctly. This allowed the cwp ro to intake some brine causing the high conductivity alarm and ro water production to shut down. The scavenger head was bypassed and the water conductivity began to fall. 16 patents were treatment delayed. There were no reports of patient illness or injury as a result of this incident. This complaint will continue to be maintained within mar cor purification's complaint system.

Event description:
The reverse osmosis loop's pretreatment dealkalizer scavenger head was not functioning correctly which caused the cwp ro unit to alarm due to high conductivity. Patients had treatment delayed.